Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a network cable issue. A field service engineer replaced the network cable. Disabled net bios, bluetooth and ipv6 and set speed to "auto negotiate" to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the pyxis anesthesia es system had a lagging cart and bio ID reader failure. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.